Event description:
During a laparoscopic supra cervical hysterectomy, the loop broke. The surgeon completed the case with another loop, with no impact to the patient.

Manufacturer narrative:
The ceramic tip fractured/broke from the sheath at end of procedure when pulling out instrument. A missing piece is still in patient. The sheath is over 8 years old.